Manufacturer narrative:
Device has not been explanted; therefore, product evaluation is not possible. Unable to determine the cause of the event.

Event description:
Date of implant: 2007. It was reported that a patient underwent a surgical procedure with implantation of rods. Approximately 6 months post-op, x-rays reportedly reveal that the cables may be "fraying and only a few strands of the cables are left holding the device together". No revision surgery has been scheduled at this time. The surgeon is continually monitoring the patient. No other patient complications have been reported.